Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was rotation of the lens, myopic shift. Additional information was received stating that, on post-operative week 1visit, it was noted that the patient vision was 20/70 uncorrected and the lens rotated from 93 degrees (initial implantation axis) to 44 degrees. The patient also had a myopic result approximately -0.75 from where the target was. In the surgeon opinion the rotation was due to the fact that the patient was a high myope (-9.50 pre-operative) and was diagnosed to have loose zonules after surgery. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).